Event description:
The device was returned for an air compressor failure. During initial evaluation, the device attempted excessive pneumatic charge attempts before it alarmed. The device was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No other damage was identified.

Event description:
The following has been reported: biomed reported: " mechanical hardware failure (air compressor)". Patient harm: no. Active infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.